Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 24 and 36 hours. No specific treatment information was provided. The device was originally reported for high bg levels.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn. During investigation of the fluid path, fluid was observed to be leaking. A closer inspection confirmed a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. Inspection of the download data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.